Event description:
Corrected information was received stating that there was no corneal edema related to this event.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a system message displayed. The staff restarted the system however another system message displayed. The procedure was aborted. The patient experienced 4+ corneal edema. Additional information has been requested.